Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/17/2024, it was reported by a sales representative via (B)(4) that an 1268-100 targeting arm green button came off the jig of the troch nail. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint confirmed. One unpackaged 1268-100, 130° radiolucent targeting arm serial/batch number (B)(6) was received for investigation. Functional testing performed for this device was to push and release the green button to check functionality. It was found that the green button stayed down when it was pressed. Visual inspection found signs of wear and tear, as the marks are fading. The reported condition is most likely caused by overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging.